Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used an amphirion deep balloon for treatment. During the procedure, the physician inflated the balloon and began to lose pressure. The device was removed from the patient and a hole was observed in the balloon.

Manufacturer narrative:
Device evaluation: the amphirion deep catheter was received with the balloon chamber in a post-inflation profile, (e.g. Not tightly wrapped or winged). The balloon chamber inner guidewire lumen exhibited signs of stretching, (e.g. Undulation of the guidewire lumen). A 10cc water filled syringe was attached to the proximal hub luer lock of the y-manifold and the guidewire lumen was flushed: sanguine residue and tinted colored fluid was observed exiting the distal tip. The guidewire lumen was flushed until a clear and steady stream was observed exiting the distal tip. A 0.014¿ guidewire was loaded through the distal tip and navigated the length of the catheter out the proximal hub luer lock of the y-manifold. A 10cc water filled syringe was attached to the balloon luer lock of the y-manifold and a vacuum was pulled. A vacuum could not be maintained; indicating communication between the balloon chamber and the environment. A 20cc water filled syringe with manometer was attached to the balloon luer lock and the balloon chamber was inflated to the nominal pressure of 7 atm. The pressure could not be maintained. A pinhole/puncture leak was noted in the balloon chamber. If information is provided in the future, a supplemental report will be issued.